Event description:
The procedure was a benign prostatic hyperplasia (bph). The fiber was confirmed to be in good condition prior to use. It was reported that at approximately 14 minutes and 100,000j of fiber use, the fiber aiming beam began to come out of the end. A second fiber was utilized to complete the case. There was no patient injury due to the reported event.

Manufacturer narrative:
Analysis of the returned device revealed that the glass cap had a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. The probable root cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Therefore, an evaluation code of operational context will be assigned to this investigation.

Event description:
The procedure was a benign prostatic hyperplasia (bph). The fiber was confirmed to be in good condition prior to use. It was reported that at approximately 10 minutes and 100,000j of fiber use, the fiber aiming beam began shooting straight out of tip. The tip was cleaned during the procedure. A second fiber was utilized to complete the case. The fiber was cleaned during the procedure. There was no patient injury due to the reported event.